Manufacturer narrative:
The account stated that the patients pre-existing stage 4 wound had opened up a little. He is being treated by the wound clinic at the va hospital. A pre-existing stage 4 pu that reopened meets the FDA definition of serious injury. The hill-rom technician found the bed scale was not weighing correctly. It is necessary for the progressa® bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. 1. Fully raise the bed. 2. Make sure the bed is flat and foot fully extended. 3. Zero the scale. 4. Use calibrated weights to do as follows: a. Put 200 lb (90.7 kg) on the bed distributed between the seat and chest sections. B. Take a weight reading. If the reading is between 198 lb (89.8 kg) and 202 lb (91.6 kg), no further action is required. If it is not, do as follows: examine the weigh frame for interference. Repair as necessary and repeat steps 2 to 4. If no interference is found, calibrate the scale. Make sure all scale functions operate correctly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the account performs preventative maintenance on their bed. The technician reset the scale to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient had a pre-existing stage 4 wound reopen. The bed was located at the patients home. This report was filed in our complaint handling system as (B)(4).